Event description:
It was reported that device damage occurred. A left atrial appendage closure procedure was being performed. A watchman access system (was) was positioned but noted that the axial direction was rather high. A watchman closure device and delivery system was advanced, deployed, and successfully released in the intended location. The was and delivery system were removed from the patient and it was then noted that the was sheath had slightly kinked. No patient complications were reported.